Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally, the insulin gauge was inaccurate. Customer's blood glucose was 133 mg/dl. Customer reloaded the cartridge successfully and declined a follow up call from tandem technical support.